Event description:
It was reported that a leak was observed at the connection between the male luer of a catheter extension set and an unknown product during patient infusion. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). After further testing, the female luer was found to not meet specification for the inside diameter. Therefore the report of a leak was confirmed. A CAPA has been opened in order to address this issue. If additional relevant information becomes available, a follow up report will be filed.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection did not reveal any defects. Functional tests were performed, and the device operated per specification. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted.